Manufacturer narrative:
As of this date, the pacemaker has not been returned. If this pacemaker should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Event description:
Boston scientific crm received information that this device was unable to be interrogated and a magnet rate could not be obtained. The patient had been lost to follow up and the device had been implanted for 11 years. The device was explanted and replaced. To date, there have been no adverse patient effects reported.

Event description:
Boston scientific crm received information that this device was unable to be interrogated and a magnet rate could not be obtained. The patient had been lost to follow up and the device had been implanted for 11 years. The device was explanted and replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.